Event description:
Soft bone, difficulty deploying anchor from introducer; anchor pulled out and is here for return. Sales rep advised that the original hole was left empty. Anchor was removed. Another hole was drilled - larger anchor successful.

Manufacturer narrative:
The anchor was returned for evaluation along with the handle/inserter assembly. The anchor was observed to be intact with no visible signs of damage. The anchor was measured for length, od, and the dimensions that make up the small pocket where the inserter interfaces it. All dimensions are within print specification. The inserter tip which goes into the anchor was also measured and found to meet print specification as well. The anchor was placed on the inserter tip and there is no binding or interference fit between the two parts. Based on these findings there is no root cause related to the manufacture of the device that can be attributed to the alleged failure. No problem found. (B)(4).